Event description:
Reportable based on device analysis completed on (B)(4) 2013. The target lesion was located in the non tortuous internal iliac artery. A 2d 4mm x 15cm interlock was selected for a coil embolization procedure. Access was obtained via the femoral artery and was advanced in the .022" virtus catheter using intermittent flush. Three interlocks were successfully deployed but resistance was noted during the deployment. When this coil was advanced, it was not able to advance through the catheter and was noted to be stuck. The procedure was completed by implanting the coil using a guide wire. There were no patient complications reported and the patient's status is good. However, device analysis revealed that pusher wire was broken into two.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: only the pusher wire and introducer sheath were returned for analysis. Kinks in the pusher wire were visible proximal to the ss marker and the proximal end of the tapered portion of the wire. Mid way along the length of the wire a kink was noted in the introducer sheath. It was noted that the pusher wire was spilt in two at this location. The pusher wire was removed through the introducer sheath without meeting a resistance. Once removed, the interlocking arm of the pusher wire was microscopically inspected and no damage was noted. A rough break was confirmed on the pusher wire. All measured dimensions met specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as an incompatible catheter and insufficient flush was used. The dfu gives instruction recommending the use of a catheter with an inner diameter of 0.021in (e.g. Renegade microcatheter) and the use of continuous flush and a rhv. Continuous flush reduces the risk of retrograde blood flow and/or thrombosis occurring in the microcatheter and around the coil. Retrograde blood flow and/or thrombosis will cause difficulties advancing the coil in the catheter and will contribute to the coil becoming jammed in the catheter. (B)(4).